Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and topical skin adhesive was used. The ampule was crushed and a shard of glass punctured through. There was no adverse consequence to the patient.